Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to flattened act button keypad dome. The button keypad connector was found closed properly during visual inspection. Unable to verify off no power due to button keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, off no power alarm and battery issues. Customer's blood glucose reading was unknown. Customer advised they replaced the battery on the device frequently and the device would reject new batteries. Customer advised the buttons were unresponsive and they had off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.